Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device went into stop mode without first displaying an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.